Manufacturer narrative:
We received one single dpt kit model px260 for product evaluation. The reported event of inaccurate blood pressure readings was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. The pressure reading was also stable during an output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during pressure test. In addition, there was no visible damage observed from the dpt kit. A review of the manufacturing records indicated that the product met specifications upon release. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during surgery, when the disposable pressure transducer was connected to the monitor, the arterial blood pressure value was erroneous. The expected arterial blood pressure values were 90/60 mmhg and the obtained value for systolic blood pressure was above 150 mm hg. The patient was treated based on the high blood pressure value with adrenalin and vasopressin, but after verifying the blood pressure with a manual tensiometer and another dpt this treatment was discontinued. It was also specified that the device had been correctly set up and zeroed and that an alarm was displayed on the bedside monitor. The cables and monitor were checked with another dpt and worked successfully. There was no patient consequence. The dpt was available for evaluation.